Event description:
It was reported via repair work order that the motion interrupt pan was missing and the nurse call dip switches needed to be reconfigured. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.